Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# v043266, implanted: (B)(6) 2007, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2015, product type: extension. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3389s-40, lot# v094223, implanted: (B)(6) 2008, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2015, product type: extension. Product ID: 3389s-40, lot# v043266, implanted: (B)(6) 2007, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).

Event description:
It was reported that the patient had two surgeries in the last year to replace the implantable neuro stimulator (ins) and the extension due to tingling that the patient was having. The revisions addressed the tingling issue and the patient recovered completely. The ins and extension replacement were performed on (B)(6) 2014 and (B)(6) 2015 respectively. **please see manufacturer report #3004209178-2015-14553 for information on the patient's concomitant system. Note: no additional information was specifically provided in the b5 regarding the explant date of the ins that was included in this report. Information was provided that there were two surgeries/revisions. This ins is the second surgery. Implant/explant date taken from device implant query (diq).